Event description:
The pt had severe swelling and possible allergic reaction, after being injected with 1.3 cc of radiesse dermal filler mixed with 0.2 cc of lidocaine in the marionette lines. The pt's jaw and lips had swollen five time the normal size. The pt was unable to eat for 18 hours.

Manufacturer narrative:
The pt was admitted to the hospital overnight and was prescribed epinephrine, steroids and antihistamines. The swelling resolved within twenty-four hours.